Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain/pain lower left side/left side /right side'), vaginal haemorrhage ('abnormal bleeding (vaginal,mennorhagia') and menorrhagia ('abnormal bleeding (vaginal,mennorhagia) / (heavy menstrual bleeding),') in a 40-year-old female patient who had essure (batch no. B63028-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, fever, chills, back pain, appendectomy, night sweats, gravida ii, vaginal bleeding and anemia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diabetes, hypertension, hyperlipidemia, chronic kidney disease, uterine bleeding, diabetes, uti, snoring, obesity, hyperlipidemia, flank pain, abdominal pain localised, pyelonephritis, vomiting, emesis, urine coloring orange, sepsis, hypoxia and herpes zoster. Concomitant products included atorvastatin, atorvastatin calcium (lipitor), canagliflozin, cefpodoxime proxetil (vantin), ciprofloxacin, enoxaparin sodium (lovenox hp), ethinylestradiol;norgestimate (ortho tri-cyclen)4-may-2017 to october 2018, glibenclamide (glyburide), hydrochlorothiazide (hctz), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, ibuprofen, ketorolac, lisinopril, losartan, macrogol 3350 (glycolax), metformin, metformin hydrochloride (glucophage), naproxen, ondansetron hydrochloride, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen)11-apr-2014 to january 2018, potassium chloride, sodium chloride and sorbitol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), anxiety ("psychological or psychiatric problems condition: anxiety / psych injury related to essure"), urinary incontinence ("bladder or urinary problems or changes incontinence / bladder/urinary problems: other"), polyuria ("bladder or urinary problems or changes polyuria"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge,"), blood loss anaemia ("bleeding: anemia/anemia") and depression ("depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type bacterial vaginosis") and tooth fracture ("dental problem: teeth breakage"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type facial rash,"), migraine ("migraines") and headache ("headaches"). In (B)(6)bloating"), constipation ("digestive system condition type constipation") and diarrhoea ("digestive system condition type diarrhea."). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition : fibroids"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), food allergy ("allergic or hypersensitivity reaction type: acidic foods"), feeling abnormal ("neurological problems: brain fog"), back pain ("low back pain"), menopausal symptoms ("menopausal symptoms") and urinary tract infection ("urinary tract infection") and was found to have weight decreased ("losing weight"). The patient was treated with surgery (hysterectomy (full), partial salpingectomy of the left fallopian tube and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, food allergy, urinary incontinence, polyuria, feeling abnormal, vaginal discharge, weight increased, abdominal distension, constipation, diarrhoea, abdominal pain, blood loss anaemia and urinary tract infection had resolved and the mood swings, night sweats, hot flush, bacterial vaginosis, anxiety, rash, migraine, headache, uterine leiomyoma, nausea, tooth fracture, dysmenorrhoea, dyspareunia, fatigue, back pain, depression, menopausal symptoms and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bacterial vaginosis, blood loss anaemia, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, hot flush, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, polyuria, rash, tooth fracture, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure removal dates as per pfs: (B)(6) 2017, (B)(6)2018. Other (please describe): appears to be ligation sutures along the fallopian tubes ((B)(6)2017). Patient received treatment for pain, menorrhagia, anemia, general abnormal bleeding, bladder/urinary problems . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: right flank and right side abdominal pain and vomiting; on (B)(6) 2017: defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegm on with possible early abscess formation. Diffuse hepatic steatosis; on (B)(6) 2017: iii-defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegmon with possible early abscess formation.. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Pathology test - on an unknown date: proliferative phase endometrium no evidence of hyperplasia or malignancy; on (B)(6) 2014: increased echotexture of the liver with limited sonographic penetration compatible with fatty liver. No intrahepatic biliary duct dilatation. No perihepatic ascites. Right renal echotexture normal. No right hydronephrosis. No gallstones. Nd pericholecystic fluid. Gallbladder wall thickness normal measure 0.3 cm. Extrahepatic biliary duct diameter normal measuring 0.39 cm. Limited visualization of the pancreas, grossly unremarkable.. Ultrasound scan vagina - on (B)(6) 2014: tud in uterine fundus with string in cervical canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, headaches, pelvic pain, anemia, diabetes, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. 13th&14 follow up process together on (B)(6) 2020: pfs received no new significant information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain/pain lower left side/left side /right side') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. B63028-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, fever, chills, back pain, appendectomy, night sweats and gravida ii. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diabetes, hypertension, hyperlipidemia, chronic kidney disease, uterine bleeding, diabetes, uti, snoring, obesity, hyperlipidemia, flank pain, abdominal pain localised, pyelonephritis, vomiting, emesis, urine coloring orange, sepsis, hypoxia and herpes zoster. Concomitant products included atorvastatin, atorvastatin calcium (lipitor), canagliflozin, cefpodoxime proxetil (vantin), ciprofloxacin, enoxaparin sodium (lovenox hp), glibenclamide (glyburide), hydrochlorothiazide (hctz), hydrocodone, hydrocortisone, ibuprofen, ketorolac, lisinopril, losartan, macrogol 3350 (glycolax), metformin, metformin hydrochloride (glucophage), naproxen, ondansetron hydrochloride, oxycodone, oxycodone hydrochloride;paracetamol (percocet), potassium chloride, sodium chloride and sorbitol. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,mennorhagia") and menorrhagia ("abnormal bleeding (vaginal,mennorhagia) / (heavy menstrual bleeding),"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), anxiety ("psychological or psychiatric problems condition: anxiety / psych injury related to essure"), urinary incontinence ("bladder or urinary problems or changes incontinence / bladder/urinary problems: other"), polyuria ("bladder or urinary problems or changes polyuria"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge,"). In (B)(6)2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type bacterial vaginosis") and tooth fracture ("dental problem: teeth breakage"). In (B)(6)2017, the patient experienced rash ("rashes or skin conditions type facial rash,"), migraine ("migraines") and headache ("headaches"). In (B)(6)2017, the patient experienced abdominal distension ("digestive system condition type bloating"), constipation ("digestive system condition type constipation") and diarrhoea ("digestive system condition type diarrhea."). On (B)(6)2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition : fibroids"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction type: acidic foods"), feeling abnormal ("neurological problems: brain fog"), back pain ("low back pain"), abdominal pain ("abdominal pain"), anaemia ("bleeding: anemia"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hysterectomy (full),salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, food allergy, urinary incontinence, polyuria, feeling abnormal, weight increased, abdominal distension, constipation, diarrhoea, abdominal pain, anaemia, bladder disorder and urinary tract disorder had resolved and the mood swings, night sweats, hot flush, vaginal haemorrhage, bacterial vaginosis, anxiety, rash, migraine, headache, uterine leiomyoma, nausea, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anaemia, anxiety, back pain, bacterial vaginosis, bladder disorder, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, polyuria, rash, tooth fracture, urinary incontinence, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure removal dates as per pfs: (B)(6)2017 other (please describe): appears to be ligation sutures along the fallopian tubes (B)(6)2017). Received treatment for pain, menorrhagia, anemia, general abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Computerised tomogram abdomen - on (B)(6)2017: right flank and right side abdominal pain and vomiting; on (B)(6)2017: defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegm on with possible early abscess formation. Diffuse hepatic steatosis; on (B)(6)2017: iii-defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegmon with possible early abscess formation. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Pathology test - on an unknown date: proliferative phase endometrium no evidence of hyperplasia or malignancy; on (B)(6)2014: increased echotexture of the liver with limited sonographic penetration compatible with fatty liver. No intrahepatic biliary duct dilatation. No perihepatic ascites. Right renal echotexture normal. No right hydronephrosis. No gallstones. Nd pericholecystic fluid. Gallbladder wall thickness normal measure 0.3 cm. Extrahepatic biliary duct diameter normal measuring 0.39 cm. Limited visualization of the pancreas, grossly unremarkable.. Ultrasound scan vagina - on (B)(6)2014: tud in uterine fundus with string in cervical canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Lot number reported (b63028) is not valid. Most recent follow-up information incorporated above includes: on 12-sep-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain/pain lower left side/left side /right side'), genital haemorrhage ('general abnormal bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal,mennorhagia') and menorrhagia ('abnormal bleeding (vaginal,mennorhagia) / (heavy menstrual bleeding),') in a 40-year-old female patient who had essure (batch no. B63028-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, fever, chills, back pain, appendectomy, night sweats, gravida ii, vaginal bleeding and anemia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diabetes, hypertension, hyperlipidemia, chronic kidney disease, uterine bleeding, diabetes, uti, snoring, obesity, hyperlipidemia, flank pain, abdominal pain localised, pyelonephritis, vomiting, emesis, urine coloring orange, sepsis, hypoxia and herpes zoster. Concomitant products included atorvastatin, atorvastatin calcium (lipitor), canagliflozin, cefpodoxime proxetil (vantin), ciprofloxacin, enoxaparin sodium (lovenox hp), ethinylestradiol;norgestimate (ortho tri-cyclen)4-may-2017 to october 2018, glibenclamide (glyburide), hydrochlorothiazide (hctz), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, ibuprofen, ketorolac, lisinopril, losartan, macrogol 3350 (glycolax), metformin, metformin hydrochloride (glucophage), naproxen, ondansetron hydrochloride, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen)11-apr-2014 to january 2018, potassium chloride, sodium chloride and sorbitol. On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), anxiety ("psychological or psychiatric problems condition: anxiety / psych injury related to essure"), urinary incontinence ("bladder or urinary problems or changes incontinence / bladder/urinary problems: other"), polyuria ("bladder or urinary problems or changes polyuria"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge,"), blood loss anaemia ("bleeding: anemia/anemia") and depression ("depression"). In july 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In january 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type bacterial vaginosis") and tooth fracture ("dental problem: teeth breakage"). In january 2017, the patient experienced rash ("rashes or skin conditions type facial rash,"), migraine ("migraines") and headache ("headaches"). In april 2017, the patient experienced abdominal distension ("digestive system condition type bloating"), constipation ("digestive system condition type constipation") and diarrhoea ("digestive system condition type diarrhea."). In may 2018, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition : fibroids"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction type: acidic foods"), feeling abnormal ("neurological problems: brain fog"), back pain ("low back pain") and menopause ("menopausal symptoms") and was found to have weight decreased ("losing weight"). The patient was treated with surgery (hysterectomy (full), partial salpingectomy of the left fallopian tube and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, food allergy, urinary incontinence, polyuria, feeling abnormal, weight increased, abdominal distension, constipation, diarrhoea, abdominal pain and blood loss anaemia had resolved and the mood swings, night sweats, hot flush, vaginal haemorrhage, bacterial vaginosis, anxiety, rash, migraine, headache, uterine leiomyoma, nausea, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, back pain, depression, menopause and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bacterial vaginosis, blood loss anaemia, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, hot flush, menopause, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, polyuria, rash, tooth fracture, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure removal dates as per pfs: (B)(6) 2017 other (please describe): appears to be ligation sutures along the fallopian tubes (apr2017). Patient received treatment for pain, menorrhagia, anemia, general abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: right flank and right side abdominal pain and vomiting; on (B)(6) 2017: defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegm on with possible early abscess formation. Diffuse hepatic steatosis; on (B)(6) 2017: iii-defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegmon with possible early abscess formation.. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Pathology test - on an unknown date: proliferative phase endometrium no evidence of hyperplasia or malignancy; on (B)(6) 2014: increased echotexture of the liver with limited sonographic penetration compatible with fatty liver. No intrahepatic biliary duct dilatation. No perihepatic ascites. Right renal echotexture normal. No right hydronephrosis. No gallstones. Nd pericholecystic fluid. Gallbladder wall thickness normal measure 0.3 cm. Extrahepatic biliary duct diameter normal measuring 0.39 cm. Limited visualization of the pancreas, grossly unremarkable.. Ultrasound scan vagina - on (B)(6) 2014: tud in uterine fundus with string in cervical canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, headaches, pelvic pain, anemia, diabetes, abnormal bleeding. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media received. New events menopausal symptoms, losing weight was added. Concomitant drug,reporter was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain/pain lower left side/left side /right side') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. B63028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, fever, chills, back pain, appendectomy, night sweats and gravida ii. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diabetes, hypertension, hyperlipidemia, chronic kidney disease, uterine bleeding, diabetes, uti, snoring, obesity, hyperlipidemia, flank pain, abdominal pain localised, pyelonephritis, vomiting, emesis, urine coloring orange, sepsis, hypoxia and herpes zoster. Concomitant products included atorvastatin, atorvastatin calcium (lipitor), canagliflozin, cefpodoxime proxetil (vantin), ciprofloxacin, enoxaparin sodium (lovenox hp), glibenclamide (glyburide), hydrochlorothiazide (hctz), hydrocodone, hydrocortisone, ibuprofen, ketorolac, lisinopril, losartan, macrogol 3350 (glycolax), metformin, metformin hydrochloride (glucophage), naproxen, ondansetron hydrochloride, oxycodone, oxycodone hydrochloride;paracetamol (percocet), potassium chloride, sodium chloride and sorbitol. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,mennorhagia") and menorrhagia ("abnormal bleeding (vaginal,mennorhagia) / (heavy menstrual bleeding),"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), anxiety ("psychological or psychiatric problems condition: anxiety / psych injury related to essure"), urinary incontinence ("bladder or urinary problems or changes incontinence / bladder/urinary problems: other"), polyuria ("bladder or urinary problems or changes polyuria"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge,"). In (B)(6)2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type bacterial vaginosis") and tooth fracture ("dental problem: teeth breakage"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type facial rash,"), migraine ("migraines") and headache ("headaches"). In (B)(6)2017, the patient experienced abdominal distension ("digestive system condition type bloating"), constipation ("digestive system condition type constipation") and diarrhoea ("digestive system condition type diarrhea."). On (B)(6)2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition : fibroids"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction type: acidic foods"), feeling abnormal ("neurological problems: brain fog"), back pain ("low back pain"), abdominal pain ("abdominal pain"), anaemia ("bleeding: anemia"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hysterectomy (full),salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, food allergy, urinary incontinence, polyuria, feeling abnormal, weight increased, abdominal distension, constipation, diarrhoea, abdominal pain, anaemia, bladder disorder and urinary tract disorder had resolved and the mood swings, night sweats, hot flush, vaginal haemorrhage, bacterial vaginosis, anxiety, rash, migraine, headache, uterine leiomyoma, nausea, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anaemia, anxiety, back pain, bacterial vaginosis, bladder disorder, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, polyuria, rash, tooth fracture, urinary incontinence, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure removal dates as per pfs: (B)(6)2017 other (please describe): appears to be ligation sutures along the fallopian tubes ((B)(6) 2017). Received treatment for pain, menorrhagia, anemia, general abnormal bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Computerised tomogram abdomen - on (B)(6)2017: right flank and right side abdominal pain and vomiting; on (B)(6)2017: defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegm on with possible early abscess formation. Diffuse hepatic steatosis; on (B)(6)2017: iii-defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegmon with possible early abscess formation.. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Pathology test - on an unknown date: proliferative phase endometrium no evidence of hyperplasia or malignancy; on (B)(6)2014: increased echotexture of the liver with limited sonographic penetration compatible with fatty liver. No intrahepatic biliary duct dilatation. No perihepatic ascites. Right renal echotexture normal. No right hydronephrosis. No gallstones. Nd pericholecystic fluid. Gallbladder wall thickness normal measure 0.3 cm. Extrahepatic biliary duct diameter normal measuring 0.39 cm. Limited visualization of the pancreas, grossly unremarkable.. Ultrasound scan vagina - on (B)(6)2014: tud in uterine fundus with string in cervical canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : new events: abdominal pain, anemia, general abnormal bleeding, were added. Outcome of event pelvic pain and menorrhagia was updated as recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain/pain lower left side/left side /right side'), genital haemorrhage ('general abnormal bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal,mennorhagia') and menorrhagia ('abnormal bleeding (vaginal,mennorhagia) / (heavy menstrual bleeding),') in a 40-year-old female patient who had essure (batch no. B63028-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, fever, chills, back pain, appendectomy, night sweats, gravida ii, vaginal bleeding and anemia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diabetes, hypertension, hyperlipidemia, chronic kidney disease, uterine bleeding, diabetes, uti, snoring, obesity, hyperlipidemia, flank pain, abdominal pain localised, pyelonephritis, vomiting, emesis, urine coloring orange, sepsis, hypoxia and herpes zoster. Concomitant products included atorvastatin, atorvastatin calcium (lipitor), canagliflozin, cefpodoxime proxetil (vantin), ciprofloxacin, enoxaparin sodium (lovenox hp), ethinylestradiol;norgestimate (ortho tri-cyclen) (B)(6) 2017 to (B)(6) 2018, glibenclamide (glyburide), hydrochlorothiazide (hctz), hydrocodone, hydrocortisone, ibuprofen, ketorolac, lisinopril, losartan, macrogol 3350 (glycolax), metformin, metformin hydrochloride (glucophage), naproxen, ondansetron hydrochloride, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) (B)(6) 2014 to (B)(6) 2018, potassium chloride, sodium chloride and sorbitol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), anxiety ("psychological or psychiatric problems condition: anxiety / psych injury related to essure"), urinary incontinence ("bladder or urinary problems or changes incontinence / bladder/urinary problems: other"), polyuria ("bladder or urinary problems or changes polyuria"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge,"), blood loss anaemia ("bleeding: anemia/anemia") and depression ("depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type bacterial vaginosis") and tooth fracture ("dental problem: teeth breakage"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type facial rash,"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced abdominal distension ("digestive system condition type bloating"), constipation ("digestive system condition type constipation") and diarrhoea ("digestive system condition type diarrhea."). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition : fibroids"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction type: acidic foods"), feeling abnormal ("neurological problems: brain fog") and back pain ("low back pain"). The patient was treated with surgery (hysterectomy (full), partial salpingectomy of the left fallopian tube and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, food allergy, urinary incontinence, polyuria, feeling abnormal, weight increased, abdominal distension, constipation, diarrhoea, abdominal pain and blood loss anaemia had resolved and the mood swings, night sweats, hot flush, vaginal haemorrhage, bacterial vaginosis, anxiety, rash, migraine, headache, uterine leiomyoma, nausea, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, back pain and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bacterial vaginosis, blood loss anaemia, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, polyuria, rash, tooth fracture, urinary incontinence, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure removal dates as per pfs: (B)(6) 2017 other (please describe): appears to be ligation sutures along the fallopian tubes ((B)(6) 2017). Patient received treatment for pain, menorrhagia, anemia, general abnormal bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: right flank and right side abdominal pain and vomiting; on (B)(6) 2017: defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegm on with possible early abscess formation. Diffuse hepatic steatosis; on (B)(6) 2017: iii-defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegmon with possible early abscess formation.. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Pathology test - on an unknown date: proliferative phase endometrium no evidence of hyperplasia or malignancy; on (B)(6) 2014: increased echotexture of the liver with limited sonographic penetration compatible with fatty liver. No intrahepatic biliary duct dilatation. No perihepatic ascites. Right renal echotexture normal. No right hydronephrosis. No gallstones. Nd pericholecystic fluid. Gallbladder wall thickness normal measure 0.3 cm. Extrahepatic biliary duct diameter normal measuring 0.39 cm. Limited visualization of the pancreas, grossly unremarkable.. Ultrasound scan vagina - on (B)(6) 2014: tud in uterine fundus with string in cervical canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, headaches, pelvic pain, anemia, diabetes, abnormal bleeding. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received- new event depression was added. Event deleted- bladder problem and urinary problem. Patients demography was added and concomitant drug was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/physical pain/pain lower left side/left side /right side") in a 40-year-old female patient who had essure (batch no. B63028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included diabetes, hypertension, hyperlipidemia and chronic kidney disease. Concomitant products included atorvastatin calcium (lipitor), canagliflozin, glibenclamide (glyburide), hydrochlorothiazide (hctz), lisinopril, losartan, metformin and naproxen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,mennorhagia") and menorrhagia ("abnormal bleeding (vaginal,mennorhagia"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), anxiety ("psychological or psychiatric problems condition: anxiety"), incontinence ("bladder or urinary problems or changes incontinence"), polyuria ("bladder or urinary problems or changes polyuria"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge,"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type bacterial vaginosis") and tooth fracture ("dental problem: teeth breakage"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type facial rash,"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced abdominal distension ("digestive system condition type bloating"), constipation ("digestive system condition type constipation") and diarrhoea ("digestive system condition type diarrhea."). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition : fibroids"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced food allergy ("allergic or hypersensitivity reaction type: acidic foods"), feeling abnormal ("neurological problems: brain fog") and back pain ("low back pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, anxiety, rash, migraine, headache, uterine leiomyoma, nausea, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and back pain outcome was unknown and the food allergy, incontinence, polyuria, feeling abnormal, weight increased, abdominal distension, constipation and diarrhoea had resolved. The reporter considered abdominal distension, anxiety, back pain, bacterial vaginosis, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, headache, hot flush, incontinence, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, polyuria, rash, tooth fracture, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure removal dates as per pfs: (B)(6) 2017, other (please describe): appears to be ligation sutures along the fallopian tubes ((B)(6) 2017). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded. Most recent follow-up information incorporated above includes: on 25-apr-2019: pfs received : following events were added : hormonal changes describe: mood swings, night sweats, hot flashes, abnormal bleeding (vaginal,mennorhagia), infection (bladder/urinary tract/vaginal) type bacterial vaginosis, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type facial rash, bladder or urinary problems or changes incontinence, polyuria, migraines,headaches, reproductive system disorder or condition : fibroids, nausea, dental problem: teeth breakage, neurological problems: brain fog, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, bloating, constipation, diarrhea,low back pain,allergic or hypersensitivity reaction type: acidic foods. Lot number added. Reporter information added. Concomitant conditions and products added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain/pain lower left side/left side /right side'), vaginal haemorrhage ('abnormal bleeding (vaginal,mennorhagia') and menorrhagia ('abnormal bleeding (vaginal,mennorhagia) / (heavy menstrual bleeding),') in a 40-year-old female patient who had essure (batch no. B63028-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, fever, chills, back pain, appendectomy, night sweats, gravida ii, vaginal bleeding and anemia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diabetes, hypertension, hyperlipidemia, chronic kidney disease, uterine bleeding, diabetes, uti, snoring, obesity, hyperlipidemia, flank pain, abdominal pain localised, pyelonephritis, vomiting, emesis, urine coloring orange, sepsis, hypoxia and herpes zoster. Concomitant products included atorvastatin, atorvastatin calcium (lipitor), canagliflozin, cefpodoxime proxetil (vantin), ciprofloxacin, enoxaparin sodium (lovenox hp), ethinylestradiol;norgestimate (ortho tri-cyclen) (B)(6) 2017 to (B)(6) 2018, glibenclamide (glyburide), hydrochlorothiazide (hctz), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, ibuprofen, ketorolac, lisinopril, losartan, macrogol 3350 (glycolax), metformin, metformin hydrochloride (glucophage), naproxen, ondansetron hydrochloride, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) (B)(6) 2014 to (B)(6) 2018, potassium chloride, sodium chloride and sorbitol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), anxiety ("psychological or psychiatric problems condition: anxiety / psych injury related to essure"), urinary incontinence ("bladder or urinary problems or changes incontinence / bladder/urinary problems: other"), polyuria ("bladder or urinary problems or changes polyuria"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge,"), blood loss anaemia ("bleeding: anemia/anemia") and depression ("depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type bacterial vaginosis") and tooth fracture ("dental problem: teeth breakage"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type facial rash,"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced abdominal distension ("digestive system condition type bloating"), constipation ("digestive system condition type constipation") and diarrhoea ("digestive system condition type diarrhea."). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition : fibroids"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), food allergy ("allergic or hypersensitivity reaction type: acidic foods"), feeling abnormal ("neurological problems: brain fog"), back pain ("low back pain"), menopausal symptoms ("menopausal symptoms") and urinary tract infection ("urinary tract infection") and was found to have weight decreased ("losing weight"). The patient was treated with surgery (hysterectomy (full), partial salpingectomy of the left fallopian tube and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, food allergy, urinary incontinence, polyuria, feeling abnormal, vaginal discharge, weight increased, abdominal distension, constipation, diarrhoea, abdominal pain, blood loss anaemia and urinary tract infection had resolved and the mood swings, night sweats, hot flush, bacterial vaginosis, anxiety, rash, migraine, headache, uterine leiomyoma, nausea, tooth fracture, dysmenorrhoea, dyspareunia, fatigue, back pain, depression, menopausal symptoms and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bacterial vaginosis, blood loss anaemia, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, hot flush, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, polyuria, rash, tooth fracture, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure removal dates as per pfs: (B)(6) 2017 other (please describe): appears to be ligation sutures along the fallopian tubes ((B)(6) 2017). Patient received treatment for pain, menorrhagia, anemia, general abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: right flank and right side abdominal pain and vomiting; on (B)(6) 2017: defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegm on with possible early abscess formation. Diffuse hepatic steatosis; on (B)(6) 2017: iii-defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegmon with possible early abscess formation. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Pathology test - on an unknown date: proliferative phase endometrium no evidence of hyperplasia or malignancy; on (B)(6) 2014: increased echotexture of the liver with limited sonographic penetration compatible with fatty liver. No intrahepatic biliary duct dilatation. No perihepatic ascites. Right renal echotexture normal. No right hydronephrosis. No gallstones. Nd pericholecystic fluid. Gallbladder wall thickness normal measure 0.3 cm. Extrahepatic biliary duct diameter normal measuring 0.39 cm. Limited visualization of the pancreas, grossly unremarkable.. Ultrasound scan vagina - on (B)(6) 2014: tud in uterine fundus with string in cervical canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, headaches, pelvic pain, anemia, diabetes, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events bladder problem, urinary problem, bladder infections, vaginal infection, were added. Event outcome of bladder/urinary problem were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/physical pain/pain lower left side/left side /right side'), genital haemorrhage ('general abnormal bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal,mennorhagia') and menorrhagia ('abnormal bleeding (vaginal,mennorhagia) / (heavy menstrual bleeding),') in a 40-year-old female patient who had essure (batch no. B63028-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, fever, chills, back pain, appendectomy, night sweats, gravida ii, vaginal bleeding and anemia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diabetes, hypertension, hyperlipidemia, chronic kidney disease, uterine bleeding, diabetes, uti, snoring, obesity, hyperlipidemia, flank pain, abdominal pain localised, pyelonephritis, vomiting, emesis, urine coloring orange, sepsis, hypoxia and herpes zoster. Concomitant products included atorvastatin, atorvastatin calcium (lipitor), canagliflozin, cefpodoxime proxetil (vantin), ciprofloxacin, enoxaparin sodium (lovenox hp), ethinylestradiol;norgestimate (ortho tri-cyclen) (B)(6) 2017 to (B)(6) 2018, glibenclamide (glyburide), hydrochlorothiazide (hctz), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, ibuprofen, ketorolac, lisinopril, losartan, macrogol 3350 (glycolax), metformin, metformin hydrochloride (glucophage), naproxen, ondansetron hydrochloride, oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) (B)(6) 2014 to (B)(6) 2018, potassium chloride, sodium chloride and sorbitol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), anxiety ("psychological or psychiatric problems condition: anxiety / psych injury related to essure"), urinary incontinence ("bladder or urinary problems or changes incontinence / bladder/urinary problems: other"), polyuria ("bladder or urinary problems or changes polyuria"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge,"), blood loss anaemia ("bleeding: anemia/anemia") and depression ("depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type bacterial vaginosis") and tooth fracture ("dental problem: teeth breakage"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type facial rash,"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced abdominal distension ("digestive system condition type bloating"), constipation ("digestive system condition type constipation") and diarrhoea ("digestive system condition type diarrhea."). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition : fibroids"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), food allergy ("allergic or hypersensitivity reaction type: acidic foods"), feeling abnormal ("neurological problems: brain fog"), back pain ("low back pain"), menopausal symptoms ("menopausal symptoms") and urinary tract infection ("urinary tract infection") and was found to have weight decreased ("losing weight"). The patient was treated with surgery (hysterectomy (full), partial salpingectomy of the left fallopian tube and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, food allergy, urinary incontinence, polyuria, feeling abnormal, weight increased, abdominal distension, constipation, diarrhoea, abdominal pain and blood loss anaemia had resolved and the mood swings, night sweats, hot flush, vaginal haemorrhage, bacterial vaginosis, anxiety, rash, migraine, headache, uterine leiomyoma, nausea, tooth fracture, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, back pain, depression, menopausal symptoms, weight decreased and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, bacterial vaginosis, blood loss anaemia, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, hot flush, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, polyuria, rash, tooth fracture, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure removal dates as per pfs: (B)(6) 2017 other (please describe): appears to be ligation sutures along the fallopian tubes ((B)(6) 2017). Patient received treatment for pain, menorrhagia, anemia, general abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: right flank and right side abdominal pain and vomiting; on (B)(6) 2017: defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegm on with possible early abscess formation. Diffuse hepatic steatosis; on (B)(6) 2017: iii-defined heterogeneous right mid to lower pole lesion with moderate surrounding perinephric stranding. Findings are most concerning for focal pyelonephritis and phlegmon with possible early abscess formation.. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Pathology test - on an unknown date: proliferative phase endometrium no evidence of hyperplasia or malignancy; on (B)(6) 2014: increased echotexture of the liver with limited sonographic penetration compatible with fatty liver. No intrahepatic biliary duct dilatation. No perihepatic ascites. Right renal echotexture normal. No right hydronephrosis. No gallstones. Nd pericholecystic fluid. Gallbladder wall thickness normal measure 0.3 cm. Extrahepatic biliary duct diameter normal measuring 0.39 cm. Limited visualization of the pancreas, grossly unremarkable.. Ultrasound scan vagina - on (B)(6) 2014: tud in uterine fundus with string in cervical canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, headaches, pelvic pain, anemia, diabetes, abnormal bleeding. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- urinary tract infection. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.